Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The valve was implanted to the patient via lp-shunt on (B)(6) 2016. Initial setting was unknown. It was reported that there was something like air bubbles were confirmed at the lumbar side. The surgeon checked the flow with a contrast, then leakage was confirmed also at the abdominal side. The location of hole is unknown. The revision surgery was performed on (B)(6) 2017 and the patient recovered. The patient¿s information is unknown. Csf protein was normal. No further information available. The product will not be returned to your site.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 6. The valve was visually inspected; no defects were noted. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes on the needle chamber. The catheters were irrigated, no occlusions or leaks were noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-8806, with lot 148016, conformed to the specifications when released to stock in 25th july 2017. No root cause could be determined as no functional problem was noted with the valve. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.